Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated,and undersensing/no rv (right ventricular) sensing.

Event description:
It was reported that the patient had a syncopal episode and went to the emergency room. An x-ray revealed that the right ventricular (rv) lead was dislodged which resulted in loss of capture in the ventricle. It was also noted that the lead showed high threshold and undersensing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.